Event description:
The pt reportedly has been experiencing ear infections and has been receiving treatment for the infections. Advanced bionics is in the process of receiving additional information and will submit a supplemental report once new information is obtained.